Event description:
It was reported that during preparation, three delivery devices were connected, and the error syringe water fill error 275 appeared with all of them. The procedure was cancelled with the patient under general anesthesia. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.